Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was an incident with an implantable neurostimulator 12 years ago where the patient was in a car accident and the battery was physically damaged. No patient symptoms reported.